Event description:
The reporter stated that she had gotten the er1 message numerous times. She reported that she has not used the color comparison chart. She made no allegation of harm, and had no medical intervention or advice.